Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient showed signs of an allergic reaction post new system implant. Allergy testing was recommended however, the patient never returned for the test.